Manufacturer narrative:
The customer was informed that the device is past the end of support date and that no parts are available to repair the device. The device remains at the customer site and no further evaluation is required at this time.

Event description:
The customer reported the battery was short lived. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.